Event description:
It was reported that during a laparoscopic appendectomy procedure on the first, second and third firing the device fired malformed staples which created an inadequate staple line. The surgeon stated that the device did not feel smooth when she was firing the device. The malformed staples fell into the patient but were retrieved. Cautery was used to stop the bleeding along the staple line and the case was completed. No blood transfusions were given. There was no patient consequence.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (gd876490, gd875567), with no defects noted.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6)2010, the patient developed and was hospitalized for peritonitis. Per the nurse, the cause of the peritonitis was "hard to tell with this patient, the event is reoccurring". A peritoneal effluent culture was performed which revealed a gram negative organism. It was unreported whether treatment was provided. On an unreported date in 2010, pd therapy was withdrawn. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy.